Event description:
It was reported that during an unknown procedure, the surgeon did not like the fact that the introducer hub on our trocar could not be removed to allow for rapid desufflation after the case. It was also reported the trocar is difficult to insert. There was no patient consequence reported. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.